Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not completing the cartridge air removal step prior to filling the cartridge as well as using cold insulin to fill the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose (bg) level wwas 512 mg/dl. The customer addressed their bg with a manual injection.